Event description:
It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-54133 / initial 2 of 3e1:name: tandemcountry: united kingdom street: 11045 roselle streetcity: san diegostate: cazip code:92121.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site:3003442380.